Event description:
It was reported that the lead was damaged during the implant procedure. The lead was bent after removal from the package excessively. The implanting physician was not able to get it into the introducer. Another lead, same model, same lot, was opened and used; the physician was then able to complete the stage 1 trial for the patient. Analysis of the lead will be performed upon its return to the manufacturer; additional information will be included in a supplemental report.

Manufacturer narrative:
Product ID: neu_ens_stimulator, implanted: explanted: product type: external neurostimulator. (B)(4).